Event description:
Pt arrived at cancer ctr for "port check" and reconnection after check. Upon arrival to unit pts pump was alarming "error", and infusion bag was empty. Pt was receiving "adriamycin" which is a red solution. Red drops of liquid was noted by the nurse, to be in the battery chamber of the pump (walk-med 350) red spot noted on infusion bag, also. Adriamycin order was for 29 mg of central infusion for 3 days. This event occurred on the second day of the three. The adriamycin should not have been completed until day 4. Not sure how much of the adriamycin rec'd.